Event description:
This procedure was performed in the left arm native pta: left arm native vein pta for dialysis graft attempted. The admiral extreme was used to dilate a stenosis in the mid humerus left native vein. The balloon ruptured circumferentially and the left vein ruptured causing extravasations' of the dye around the vessel. Another balloon was used to treat the rupture with prolonged inflation. A 10cc syringe was used to inflate the balloon. Only moderate pressure was applied to the admiral extreme at time of rupture.